Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "device failure" at power on after not using the device for a month. No report of pt involvement.